Event description:
A nurse at the user facility reported that an e315 error message [unsupported scope] was displayed when the subject device was connected to the stack system. The issue was observed when preparing the device for use, prior to a procedure. There was no impact to a patient or a procedure.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service could not duplicate or confirm the customer¿s reported e315 error message. Further evaluation of the device found excessive fluid ingress inside the endoscope connector, triggering the pink moisture indicators throughout the connector body. Fluid ingress inside the scope connector may cause intermittent image issues and temporarily affect the video image and other electrical functionality. Service also found the light guide cover lens was chipped, and the light guide cover lens adhesive was worn. The objective cover lens adhesive was worn, and the rubber adhesive on the bending rubber was lifting. The color ring on the aspiration housing ring was worn. During further follow-up to obtain additional information, the support manager determined the issue was related to training. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to device handling such as below, water invaded scope connector, anomality occurred in electrical components, and error message was displayed. There was a possibility that the user were able to reduce/prevent occurrence of the event. The instructions for use (IFU) instruction manual state: - IFU states as follows: ¿inspection of the endoscopic image·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor the field performance of this device.